Event description:
Follow up information identified the patient¿s infection has resolved.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-00734. It was reported the patient experienced an infection at the lead site. To address the issue, the physician prescribed antibiotics.